Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient connector of two (2) peritoneal dialysis (pd) transfer sets disconnected from the titanium adapter. When this issue was found, the nurse replaced the product, and a new product was used to continue the treatment. There was no allegation against the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : two (2) actual samples were received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing and integrity testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.